Event description:
It was reported that the patient was found dead and no further information was provided. Information identified in the manufacture's database indicated the patient died approximately seven months post implant of the device approximately three years ago.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.